Manufacturer narrative:
Product evaluated by MFR.: returned product consisted of a watchman delivery system inside the related watchman access system and the devices were bloody. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed damage (bent/numerous kinks) to the core wire for a length of 3cm, tip damage (tricuts flared/abrasions/partially torn), sheath damage (abrasions and buckling), and anchor damage. The sheath buckling started 28mm from the tip and continued for a length of 35mm. Inspection of the rest of the device found no other damage or defect to the device. The reported difficulty recapturing the implant could not be performed/replicated, due to the excessive damage to the returned device. The reported difficulty recapturing the implant could not be confirmed during lab analysis, due to the condition of the returned device.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the wds was inserted through it. The physician deployed the closure device, but it was too proximal so a full recapture was performed. The was was advanced back into the laa with the fully recaptured device. The same closure device was then deployed in the laa again. It was again too proximal and did not meet release criteria. The physician attempted to complete a full recapture of this device. The device shoulders were fully recaptured, but the complete device was not fully recaptured yet. The physician used considerable force to try and pull the device back into the sheath. At this moment it appeared on x-ray that the sheath bent at 90 degrees 15cm from the tip. The physician continued to try and fully recapture the device but was not able to get all the of the device back into the sheath as there was 3mm of device feet distal to the end of the sheath. The physician, under fluoroscopy, decided to withdraw the device with the distal 3mm of feet protruding from the sheath as they looked to be pointing straight/parallel with the sheath. Finally, the physician successfully removed the was and the closure device from the patient without any complications to the patient. The case was then completed with another watchman access sheath and a new 30mm watchman device with no complications.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device and delivery system (wds) were used. The was positioned in the laa and the wds was inserted through it. The physician deployed the closure device, but it was too proximal so a full recapture was performed. The was advanced back into the laa with the fully recaptured device. The same closure device was then deployed in the laa again. It was again too proximal and did not meet release criteria. The physician attempted to complete a full recapture of this device. The device shoulders were fully recaptured, but the complete device was not fully recaptured yet. The physician used considerable force to try and pull the device back into the sheath. At this moment it appeared on x-ray that the sheath bent at 90 degrees 15cm from the tip. The physician continued to try and fully recapture the device but was not able to get all the of the device back into the sheath as there was 3mm of device feet distal to the end of the sheath. The physician, under fluoroscopy, decided to withdraw the device with the distal 3mm of feet protruding from the sheath as they looked to be pointing straight/parallel with the sheath. Finally, the physician successfully removed the was and the closure device from the patient without any complications to the patient. The case was then completed with another watchman access sheath and a new 30mm watchman device with no complications.